Event description:
It was reported that a patient was having a revision due to no stimulation in the feet and legs. It was stated that ¿mapping lead, 2x4 with ext 8-15, 1x8 as well. 0-7¿. Additional information received reported that impedances were tested and the patient was reprogrammed. It was stated that no malfunctions were seen or cause of the issue determined. It was stated that the patient had much better leg coverage now.

Manufacturer narrative:
Concomitant medical products: product ID 37712, product type implantable neurostimulator, product ID 977a275, serial# (B)(4), implanted: 2014-(B)(6), product type lead, product ID 3708220, serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID 3888-45, lot# v388289, implanted: 2010-(B)(6), product type lead, product ID 37713, serial# (B)(4), implanted: 2010-(B)(6), product type implantable neurostimulator, product ID 3888-45, lot# v372887, implanted: 2010-(B)(6), product type lead. (B)(4).